Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 53 mg/dl at the time of the incident. The customer was assisted with troubleshooting. The customer stated that issue with blood at site with the sensor. Customer stated that they was not clear the on what alarms they had this was the reason. The device will not be returned for analysis.